Event description:
The customer reported being in the emergency room due to high blood glucose of 414mg/dl. The caller stated that his blood glucose started to rise the day before the event, and the infusion set was changed, but the high blood glucose continued. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with scratched display window.